Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 73 mg/dl. Caller states his glucose is normally 120 mg/dl. No adverse event reported.